Manufacturer narrative:
The initial reporter did not supply either the catalog or lot number of the tibial insert. No manufacturing or sterilization data can be supplied without that info.

Event description:
Tibial insert revised due to infection.